Event description:
When deploying the gore viatorr tips (8-10mmx7cm) endoprosthesis stent, the stent deployed okay, but the pull string (off the tuehy) did not completely detach to where we could remove it from the sheath (had to cut it off).